Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The manufacturer confirmed the fire event originated from an external source. There was no evidence of fire to the interior of the device. There was no evidence to indicate that the device malfunctioned to have caused the fire. The device was tested and was found to operate and alarm to design specifications. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."